Manufacturer narrative:
Concomitant products : dtba1d1 ICD, implanted (B)(6) 2016; 5076-45 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was low and an alert was triggered. It was also reported that the left ventricular (lv) lead threshold increased. It was noted other impedance vectors not including the levering pathway were within normal limits, and the rv lead had recently been replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.